Manufacturer narrative:
After battery installation unit gave an unexpected flashing white and blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Traces of corrosion were found at the electronic and motor assemblies per visual inspection. Unit received with cracked case on the back at the battery tube area and battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had blank display. The customer¿s blood glucose level was unknown. The customer reported that the little red light was blinking under back arrow key before insulin pump display went blank. The customer troubleshooting was performed and customer was advised to insert new aa battery and the display did not return after pump restart. It was reported that the insulin pump was exposed to moisture. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.